Manufacturer narrative:
A supplemental report is being submitted for device analysis. Product event summary: the controller and batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the per formance of the devices in relation to the reported event. Failure analysis of the batteries revealed that the devices passed visual inspection and functional testing. Failure analysis of the controller revealed that the device passed functional testing. A visual inspection of the controller under 10x magnification revealed hairline cracks around both power ports. An internal inspection did not reveal evidence of fluid ingress. The observed hairline cracks are not related to the reported event. Based on an investigation conducted under CAPA pr00381374, the root cause of the hairline cracks was determined to be due to chemical additives applied to the power port gaskets during the manufacturing process. The chemical additives contributed to environmental stress cracking. Even though this CAPA is closed, con305719 falls within the bounds of this CAPA. Log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving (B)(6). As a result, the reported power switching event was confirmed. Review of the event log file revealed that no controller power-up events were logged within the analyzed period. Additionally, review of the alarm log file revealed a vad disconnect alarm on (B)(6) 2020 at 10:34:20, indicating a physical disconnection of the driveline from the controller, likely during a controller exchange. No additional vad stopped alarms were logged within the analyzed period. As a result, the reported "multiple vad stops" event was not confirmed. There is no evidence that the lubrication servicing was performed on the reported devices. The most likely root cause of the reported power switching event can be attributed to momentary disconnections between the controller and batteries. CAPA pr00389403 investigated momentary disconnections. Additional products: d4: serial #: (B)(6). D9: yes, return date: 04-nov-2020. H3: yes dev rtn to MFR? Yes. H6: patient ime code(s): e2403. H6: imf code(s): f26. H6: FDA device code(s): a0705. H6: FDA method code(s): b01, b05. H6: FDA results code(s): c04. H6: FDA conclusion code(s): d01. D4: serial #: (B)(6). D9: yes, return date: 04-nov-2020. H3: yes dev rtn to MFR? Yes. H6: patient ime code(s): e2403. H6: imf code(s): f26. H6: FDA device code(s): a0705. H6: FDA method code(s): b01, b05. H6: FDA results code(s): c04. H6: FDA conclusion code(s): d01. D4: serial #: (B)(6). D9: yes, return date: 04-nov-2020. H3: yes. Dev rtn to MFR? Yes. H6: patient ime code(s): e2403. H6: imf code(s): f26. H6: FDA device code(s): a0705. H6: FDA method code(s): b01, b05. H6: FDA results code(s): c04. H6: FDA conclusion code(s): d01. D4: serial #: (B)(6). D9: yes, return date: 04-nov-2020. H3: yes dev rtn to MFR? Yes. H6: patient ime code(s): e2403. H6: imf code(s): f26. H6: FDA device code(s): a0705. H6: FDA method code(s): b01, b05. H6: FDA results code(s): c04. H6: FDA conclusion code(s): d01. D4: serial #: (B)(6). D9: yes, return date: 04-nov-2020. H3: yes. Dev rtn to MFR? Yes. H6: patient ime code(s): e2403. H6: imf code(s): f26. H6: FDA device code(s): a0705. H6: FDA method code(s): b01, b05. H6: FDA results code(s): c04. H6: FDA conclusion code(s): d01. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Heartware ventricular assist system: battery. Model #: 1650de; catalog #: 1650de; expiration date: 30-sep-2016; serial#: (B)(4); UDI #: (B)(4). Concomitant medical products/therapy dates? No. Device evaluated by MFR? No, device evaluation anticipated, but not yet begun. Mfg date: 30-sep-2015. Labeled for single use? No. (B)(4). Heartware ventricular assist system: battery. Model #: 1650de; catalog #: 1650de; expiration date: 31-mar-2017; serial#: (B)(4); UDI #: (B)(4). Concomitant medical products/therapy dates? No. Device evaluated by MFR? No, device evaluation anticipated, but not yet begun. Mfg date: 31-mar-2016. Labeled for single use? No. (B)(4). Heartware ventricular assist system: battery. Model #: 1650de; catalog #: 1650de; expiration date: 30-jun-2017; serial#: (B)(4); UDI #: (B)(4). Concomitant medical products/therapy dates? No. Device evaluated by MFR? No, device evaluation anticipated, but not yet begun. Mfg date: 30-jun-2016. Labeled for single use? No. (B)(4). Heartware ventricular assist system: battery; model #: 1650de; catalog #: 1650de; expiration date: 31-dec-2018; serial#: (B)(4); UDI #: (B)(4). Concomitant medical products/therapy dates? No. Device evaluated by MFR? No, device evaluation anticipated, but not yet begun. Mfg date: 09-dec-2017. Labeled for single use? No. (B)(4). Heartware ventricular assist system: battery; model #: 1650de ; catalog #: 1650de; expiration date: 31-dec-2018; serial#: (B)(4); UDI #: (B)(4). Concomitant medical products/therapy dates? No. Device evaluated by MFR? No, device evaluation anticipated, but not yet begun. Mfg date: 09-dec-2017. Labeled for single use? No. (B)(4). Investigation of this event is pending, and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller and batteries exhibited power switching, which resulted in multiple ventricular assist device (vad) stops. The controller and batteries were replaced. No patient complications have been reported as a result of this event.